Manufacturer narrative:
Patient information was unavailable from the site. UDI not available at the time of filing. No parts have been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a spinal fusion procedure, there was a broken handle. The metal ring would break on the top-end by tapping with a hammer. There was no delay to the procedure. There was no impact on patient outcome.